Event description:
On 10/07/2021, it was reported by a sales representative via e-mail that when the surgeon was trying to place the 3mm x 8mm tenodesis screw from kit ar-1530p-cp, into the dorsal side of the metatarsal and phalanx of the patient, the screws would not release from the driver. The surgeon tried to pull the screw off of the driver and placing it gently back on prior to inserting it, but was unable. This was discovered during use in a forefoot ib procedure on (B)(6) 2021. The case was completed by using 2 swivelocks instead of the tenodesis screws from the kit.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the screw would not release from the driver. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screws during insertion.